Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('aub') in an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included hemangioma of skin (hemangioma, superficial abdominal dermis) and obesity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2018. She elected for definitive surgical management and underwent the procedure without complications. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: right fimbriated fallopian tube: 7.0 cm with a diameter of 0.7 cm with a luminal coiled contraceptive device. Left fimbriated fallopian tube: 6.5 cm with a diameter of 0.7 cm with a luminal coiled contraceptive device. Devices in situ bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received: event " medical device removal" was updated by " abnormal uterine bleeding". Medical history, patient date of birth, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.